Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that an integrated electrosurgical unit (iesu) error c-30 occurred when activating monopolar coagulation energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 25913 indicating to c-30 and c-38. The tse had the customer reboot the iesu, but the issue persisted. The customer was advised to use a compatible generator. The procedure was continued robotically with an external generator. No known impact or patient consequence reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. The procedure had been in progress for an hour then the issue occurred. No further information is available.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors c-30 and c-38, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed error c-30 occurred on the iesu. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed, and errors c-33, m-11, and c-00 presented in the log. The errors were reproduced and confirmed. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.